Event description:
It was reported when using the unknown bd vacutainer® push button blood collection set tubing on the bd push button safety lock is separating. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubing on the bd push button safety lock is separating."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Expiration date: medical device expiration date: unknown. Device manufacture date: device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unknown bd vacutainer® push button blood collection set tubing on the bd push button safety lock is separating. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubing on the bd push button safety lock is separating."

Manufacturer narrative:
H.6. Investigation summary: catalog number: unknown batch number: unknown a review of the DHR could not be performed as the batch number is unknown. 1 customer photo was received for review and analysis. The photo shows separation of the device from the tubing. Therefore, this complaint for separates during use can be confirmed. Bd is able to confirm the complaint for separates during use based on the customer photo analysis. As no customer samples were received the scope of this investigation is limited. Retains cannot be tested as the batch number is unknown. Due to an unknown catalog number and batch number and the unavailability of customer samples, the root cause is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.